Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps device stops infusing without error message or alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: b5) customer provided additional information that the reported event occurred during preventative maintenance testing. Additionally, the event date was updated to (B)(6) 2021. One cadd ms3 pump was returned for the evaluation of the reported event. The device was received with a scratched screen. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was not seen in the event log. To further investigate, a functional test and visual test was performed. Customer problem regarding delivery accuracy was unable to be duplicated; five delivery accuracy tests were performed and was within the published +/-3 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump. However, it was recommended to install software as a preventive measure.